Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/13/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide further information about what is meant by the suture did not produce its ¿notched¿ effect (harpooning action). Did the barbs no engage or not hold the tissue? What is meant by "patient consequence: the device is inside the body of the patient" as suture is intended to remain in situ? Were there any adverse patient consequences? If yes, please describe the consequences. Current condition of the patient? What is the lot number?

Event description:
It was reported that a patient underwent a procedure for a hiatal hernia on (B)(6) 2023 and a barbed suture was used. During the procedure, the suture did not produce its ¿notched¿ effect (harpooning action) causing the suture to be loose (observation on the laparoscopy monitor). Secured the wire by applying 5mm hemolock clips. It was stated that the device is inside the body of the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect - impact code.

Manufacturer narrative:
Product complaint # ==> (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: *please provide further information about what is meant by the suture did not produce its ¿notched¿ effect (harpooning action). Ineffective thread notching (no holding observed of the suture) *did the barbs not engage or not hold the tissue? Low hold of the tissue *were there any adverse patient consequences? If yes, please describe the consequences. Need to secure the suture with clips (no consequences observed for the patient to date) *current condition of the patient? Nothing to report. *consequence : activity performed with a loss of time and the use of additional devices *what is the lot number? According to the customer notification, the lot number is unknown corrected information: h6 type of investigation